Event description:
Per the clinic, the patient was hospitalized and explanted due to a skin flap infection. Antibiotic treatment (type not reported) was not effective. The physician performed a mastoidectomy at the same time as explantation. Patient was explanted in 2009. Reimplantation is not planned at the time of this report september 11, 2009.

Manufacturer narrative:
This report is filed (B)(4) 2012.